Manufacturer narrative:
(B)(4). User facility medwatch report (B)(4) received. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that per the supera instructions for use, the recommended inflated balloon diameter for a 6.5mm super stent is greater than a 6.5mm balloon. The investigation was unable to determine a conclusive cause for the reported tip detachment. The surgical procedure to remove the tip, delay in procedure and hospitalization appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch received which states: event description: after two stents were deployed and delivery catheter was removed, it was noted that the tip of the delivery catheter was in the distal sheath. Physician was unable to remove it, and surgery was consulted. The patient was taken to the o.r. For removal. What was the original intended procedure? Peripheral intervention of right common femoral artery. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent was advanced toward a heavily calcified lesion in the femoral artery. The aortic bifurcation was normal. The vessel diameter was 6-7mm and atherectomy was not performed. A 6 french 45cm unspecified introducer sheath was used. It was confirmed using a fluoroscope that the stent emerged from the sheath and was fully released. The thumb slide was fully retracted to the start position and both levers were locked prior to removal. No guide wire resistance was noted. The stent system was withdrawn toward an unspecified introducer sheath and the white tip separated. The patient was sent to surgery. There was a clinically significant delay in the procedure. No additional information was provided.